Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional report of "firm and painful breast." Treatment with ¿montelukast¿ was given. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified crease fold and deformation. The weight of the device was to the specification. Cloudiness was observed after the autoclave disinfection process. Based on the device analysis the final assessment found no issues related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "firm and painful breast." Treatment with ¿montelukast¿ was given. The device has been explanted.